Manufacturer narrative:
The customer indicated that an additional tsh reagent lot number of 179010 was in use during this event. The expiration date was not provided. Calibration, qc, and performance testing information was reviewed and was acceptable. Therefore, a general reagent issue can most likely be excluded. Additional information was requested for further investigation but was not provided. For the results from patient a, there was no issue detected. Repeated analysis of the samples yielded reproducible results. Published literature indicates that differences in tsh values, as a function of time, may be related to a patient's medication pattern. For the results from patient b, a specific root cause could not be identified. Possible root causes for this event may be sample quality and insufficient maintenance. An additional possible root cause may be that too low of a sample volume was pipetted due to the sample tube being in a tilted position. The customer is not using the recommended rack adapter for the 13mm sample tubes, and the customer was instructed to use them. For the results from patient c, the investigation determined that the previous instruction for the laboratory staff to use diluent, rather than serum, to dilute the samples was correct and appropriate.

Manufacturer narrative:
Unique device identifier (UDI)#: asku. This event occurred in (B)(6).

Event description:
The customer received questionable results for three patients using the elecsys tsh assay on a cobas e 411 immunoassay analyzer. Patient a information: on (B)(6) 2017, patient a was admitted as an in-patient at the hospital for a fever. All samples from patient a were taken during fasting. All results were accompanied by data flags. On (B)(6) 2017, the initial result was 91.69 uiu/ml. On (B)(6) 2017, a second sample was taken with a result of 62.11 uiu/ml. There had been no change in the patient's dosage of thyrox to account for the difference in results. Also on (B)(6) 2017, the original sample was repeated with a result of 92.33 uiu/ml. The patient's thyrox dosage was increased from 100mg to 150mg based upon this result. On (B)(6) 2017, a third sample was taken from the patient with a result of 59.82 uiu/ml. The patient received a blood transfusion while in the hospital and his condition has improved. Patient b information: on (B)(6) 2017, the initial result was 0.026 uiu/ml with a data flag. The sample was repeated with a result of 2.08 uiu/ml. Taking the patient's previous normal readings into account, the laboratory staff considered the result of 2.08 uiu/ml to be correct. Patient c information: on (B)(6) 2017, the initial result was >100 uiu/ml with a data flag. Since the laboratory staff did not have diluent on hand, they diluted the sample (1:10) with another serum sample with a known tsh value of 0.8 uiu/ml. The diluted sample was repeated with a result of 0.032 uiu/ml. The original undiluted sample was then repeated with a result of 98.78 uiu/ml. Taking the clinical picture of the patient into account, the result of 98.78 uiu/ml was considered to be correct. The laboratory staff was advised not to use serum as a diluent and to obtain the proper diluent for this assay. The patients were not adversely affected. The tsh reagent lot number is 172513 with an expiration date of 04/30/2017. Calibration, qc, and performance testing were acceptable.